Manufacturer narrative:
Citation: nils perrin. Conduction disorders using the evolut r prosthesis compared with the corevalve: has anything changed? Open he art. 2018 march 25; 5(1): e000770. Doi: 10.1136/openhrt-2017-000770 earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature review regarding conduction disturbances after the implant of medtronic corevalve or e volutr transcatheter bioprosthetic aortic valve. All data were collected from a single center between 2001 and 2016. The study population included 113 patients, 53 of which were implanted with an evolutr. Serial numbers were not provided. The study population was predominantly female; mean age 83.3 ± 6.2 years. Among all patients adverse events included: bradycardia, left bundle branch block (lbbb), atrial fibrillation/flutter, first degree heart block, second degree heart block, complete heart block and permanent pacemaker implant. Other adverse events included cerebral vascular accident (cva), bleeding, and valve malpositioning. No additional adverse patient effects or product performance issues were reported.